Event description:
It was reported that during the procedure the stent moved forward 8-10 mm during the initial deployment process, resulting in the final stent position being more distal than desired. A second stent was not elected. The accunet would not advance through the lesion and the wire tip passed with minimum difficulty, but a larger profile catheter would not pass. A buddy wire was placed in the external carotid artery to provide additional support for the sheath. The accunet was able to cross. The recovery 2 catheter would not cross through the acculink stent, despite multiple manipulations of catheter and patient positions. The catheter tip repeatedly caught on the stent. The accunet was successfully retrieved using 1st generation recovery catheter with shaped tip. The patient did not experience any adverse event related to the device performance. At the one-month follow-up, the pt had experienced a mi. The condition is not continuing and was not pre-existing. The patient was treated with a stent in the circumflex and 2nd obtuse marginal, and drug treatment consisting of heparin, asa, betablocker, statim, plavix, angiotensin reception blocker.